Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed the device was returned outside of original packaging. The t2 anchor was missing from the suture. T1 and suture detached from the device. T2 appears to be missing as it was removed from the patient. A functional evaluation revealed the actuator functioned properly. A review of the customer provided image reveals the anchors and suture have been removed from the device. The needle shaft appears bent and the actuator has been fully depressed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the fast fix t1 and t2 deployed at the same time. The t's were removed from the patient's anatomy. Smith and nephew back-up device was available to complete the surgery. No significant delay or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.